Event description:
During follow-up, the device was found in back-up mode, so it was explanted and replaced. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The field complaint of backup mode was confirmed. The device was received in backup mode. The device¿s battery voltage was above its elective replacement indicator (eri). The cause of the backup mode was confirmed to be code corruption; however, the cause of the code corruption is unknown. Electrical and mechanical testing of the device did not find any anomalies. Longevity assessment was performed and was found to be normal.